Event description:
Iabp placed in cath lab several days prior. On arrival to operating room, noted to be inappropriately triggering from arterial waveform when EKG not available. Rapid triggering caused nonperfused state before realizing problem and replacing EKG. However, while bovie used EKG also with artifact and unable to appropriately trigger off arterial. Fortunately, he was not dependent on iabp for cardiac output but high potential for patient death. Manufacturer response for catheter intraaortic balloon, catheter intraaortic balloon iab polyurethane 8frx40cc rediguard (per site reporter) the have come directly to the hospital for assistance. We are unsure if the issue is the catheter or the balloon pumps themselves.